Event description:
It was reported that an inflatable penile prosthesis (ipp) returned without initial reported and performance allegation. Analysis of the returned device revealed that the reservoir failed microscope examination, and the pump failed microscope examination and functional test.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was microscopically inspected and leak tested. Microscope examination revealed that the reservoir kink resistant tubing (krt) was worn to the filament and filament was extended. The reservoir passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the leakage test. The pump failed the activation test. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the device being removed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. Since there is no initial reporter, we are unable to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.